Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the device had reached shorter than expected longevity. It was also reported that the right ventricular (rv) lead exhibited high capture thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.